Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit, failed battery test alarms or e/a alarm anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticking and also received pump error messages. It was reported that they had diminished battery life and was low on the insulin pump frequently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.